Event description:
Injury occurred, pulmonary air embolus. During placement of tunneled central venous catheter, the peel away sheath valve failed and a large bolus of air was sucked into the sheath and into the heart prompting immediate advanced airway procedures, patient repositioning, and emergent anesthesia response.